Event description:
It was reported that there was no capture on the atrial lead. During the lead revision procedure, it was noted that the device had a stripped atrial setscrew. The lead remains in use, and the device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that there was no capture on the atrial lead. During the lead revision procedure, it was noted that the device had a stripped atrial setscrew. The lead remains in use, and the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the device was returned and analyzed with no anomalies found. There was a loose/detached set screw.